Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh exposure, continued left lower quadrant pain, interstitial cystitis and bleeding. A laparoscopic lysis of adhesions and partial excision of the mesh were performed.